Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4) (same patient). Summary: the hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) and s/n (B)(4) were not working correctly. Tested the power supply and it seemed to work ok with the self test (raytec and hp2 device). Spoke with the harvester (very experienced) and she said she didn't feel like she cauterized enough to set off the emergency shutoff mechanism. Dial was on 2.5. Initial power supply began to "fade" and then eventually stopped working altogether. They then replaced it with another power supply and it worked and was able to take the vein out with no issues or harm done to the conduit or patient. Used same vh-4000 hemopro to complete the case.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period.